Event description:
A (B)(6) male patient contacted zoll customer support to report that this monitor was making a loud humming noise and resetting. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway in engineering. The reported problem (will not power up) has been confirmed. Upon receipt the monitor was constantly resetting and unable to power up. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.